Manufacturer narrative:
Continuation of d10: product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter procedure involving a vlv evolutfx-26, there were multiple deployment attempts, but each resulted in the valve dislodging in the ventricular direction. The valve was recaptured and withdrawn from the patient. Subsequently, a 23 evolut valve was implanted in the patient. Contributing factors included the presence of an annular ring. No patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the deployment starting point was mid pigtail. The valve moved ventricular during deployment due to patient anatomy and angle of the delivery catheter system (dcs) in relation to the annular ring. After the valve dislodged, the implant depth was 6 millimeter (mm) on the non-coronary cusp (ncc) and 16 mm on the left coronary cusp (lcc).

Manufacturer narrative:
Updated data: h2 h3 h6 image review: static images were provided for review of the event description. Patient¿s executive summary was not provided for anatomical review. However, it is known, and supported by the images, that the patient had an annular ring. It was reported that multiple attempts to implant a 26 millimeter (mm) evolut were made and ultimately the 26mm was exchanged for a 23mm evolut. The dimensions of the annular ring were not provided therefore it is not possible to validate adequate valve size choice. The images provided appear to be of the 23mm evolut being implanted successfully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.